Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridges had issues fitting onto the pump. Reportedly, the user heard a "pop" noise while inserting a cartridge and reported not being able to remove the cartridge. It was noted that the user would revert to an alternate method of insulin therapy until the user gets home from school. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information was provided.